Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a broken force sensor which was detected during seating or regular delivery. Customer's blood glucose value was 122 mg/dl. Customer was assisted with clearing the alarm. Customer states insulin pump was not exposed to a high magnetic field. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device was received with pump error 35 alarm and critical pump error (open book image) alarm during testing due to moisture damage on the electronic assembly.